Event description:
It was reported by field service that the handpiece was experiencing high heat (overheating) after running for one minute during an on-site visit. This did not occur during a surgical or medical procedure. There was no pt involvement or any reports of adverse consequences.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.